Event description:
The customer reported their acuity display froze. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
Acuity reboots have been reported on systems configured with 2 or 4 flat panel video displays being driven by one nvidia nvs300x video card running on a platform cpu. The affected system's log files display similar acuity error messages for each reboot event. Welch allyn failure investigation confirmed that platform cpu's running and nvs300x display cards may lead to an unexpected cpu reboot. Nvs300x video cards contain software programming that supports video signal transfer to the video display. The nvs300x series card set requires additional operating system support, without which there may be incomplete configuration of the video memory interface. Acuity software detects the lack of video signal transfer and reboots the system in an attempt to clear the situation. This acuity cpu was returned to the factory, the allegation confirmed, and the customer's unit was replaced with a cpu with an alternate video card, the nvs450. There have been no further unplanned reboots due to the video card at this site.